Manufacturer narrative:
Upon inspection, the baxter technician found that not all four casters were touching the floor. The front-end locking attachment was missing and front fork covers were missing. Viking m mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Upon inspection, the technician found the brake caster was not rotating well, unit was missing a nut, lock and fork covers. The cause of the issue was found to be due to deformation of the middle beam on left side and in the middle. The field service technician replaced the defective parts to resolve the alleged issue. Baxter will continue to monitor and trend this issue. Based on this information, no further corrective actions are required at this time.

Event description:
During servicing by baxter, it was identified that the viking m had a deformed middle beam causing the lift to tilt. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.